Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis'), autoimmune disorder ('autoimmune disorder') and pelvic pain ('pelvic pain female') in a 32-year-old female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy, low back pain, anxiety, endometrial hyperplasia, perineal pain, anemia and uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2014, the patient experienced autoimmune disorder (seriousness criterion medically significant), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("depression"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), alopecia ("hair loss") and abdominal pain ("abdominal pain"), 1 year 1 month after insertion of essure. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), hypothyroidism ("hypothyroidism;") and fatigue ("fatigue"). The patient was treated with surgery (hysterectomy (full), salpingectomy (bilateral)) and wound care (hysterectomy/ salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the endometritis, autoimmune disorder, vaginal haemorrhage, menorrhagia, depression, hypothyroidism, nausea, dysmenorrhoea, fatigue and alopecia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, autoimmune disorder, depression, dysmenorrhoea, endometritis, fatigue, hypothyroidism, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: date(s) of insertion: (B)(6) 2012, (B)(6) 2012. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: surgical pathology report: diagnosis: uterus and bilateral fallopian tubes, hysterectomy (160 g) and bilateral salpingectomy: cervix, secretory endometrium, and myometrium with no abnormalities. Two segments of completely transected fallopian tube with no abnormalities. Uterus with a uterine leiomyoma in the anterior lower uterine segment on the left. Right fallopian tube with paratubal cyst and a torturous course.. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, hypothyroidism, pelvic pain, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on 5-nov-2019: pfs received. Event "autoimmune disorder" added. Onset dates for events were added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of endometritis ('endometritis') and pelvic pain ('pelvic pain female') in a (B)(6) female patient who had essure inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy, low back pain, anxiety, endometrial hyperplasia, perineal pain, anemia and uterine leiomyoma. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced endometritis (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia"), depression ("depression"), hypothyroidism ("hypothyroidism;"), nausea ("nausea"), dysmenorrhoea ("dysmenorrhea (cramping)"), fatigue ("fatigue"), alopecia ("hair loss") and abdominal pain ("abdominal pain"). The patient was treated with surgery (hysterectomy/ salpingectomy) and wound care (hysterectomy/ salpingectomy). Essure was removed on (B)(6) 2017. At the time of the report, the endometritis, vaginal haemorrhage, menorrhagia, depression, hypothyroidism, nausea, dysmenorrhoea, fatigue and alopecia outcome was unknown and the pelvic pain and abdominal pain had resolved. The reporter considered abdominal pain, alopecia, depression, dysmenorrhoea, endometritis, fatigue, hypothyroidism, menorrhagia, nausea, pelvic pain and vaginal haemorrhage to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Pathology test - on (B)(6) 2017: surgical pathology report: diagnosis: uterus and bilateral fallopian tubes, hysterectomy (160 g) and bilateral salpingectomy: cervix, secretory endometrium, and myometrium with no abnormalities. Two segments of completely transected fallopian tube with no abnormalities. Uterus with a uterine leiomyoma in the anterior lower uterine segment on the left. Right fallopian tube with paratubal cyst and a torturous course. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: depression, hypothyroidism, pelvic pain, dysmenorrhea and menorrhagia. Most recent follow-up information incorporated above includes: on 5-jun-2019: plaintiff fact sheet and medical record received. This case became incident. Event injury nos was replaced with new events. New events added: pain, abnormal bleeding vaginal, menorrhagia, psychological or psychiatric problems: depression; autoimmune disorder: hypothyroidism, nausea, dysmenorrhea (cramping), fatigue, hair loss, abdominal pain, endometritis were newly added. Reporter information added. Patient demographic information updated. Product indication female sterilization updated. Essure stop date was newly added. Other relevant history and lab data was updated. Incident no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records information become available from our investigation, this will be and other non-conformances data; should any new and reportable provided in a supplementary report.